Manufacturer narrative:
H6- device evaluation: lens was returned in liquid with residue/debris on product, in microcentrifuge vial. Visual inspection found no visible damage to the lens . Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -5.5/0.5/86 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Adverse event problem - type of investigation - lens work order search: three similar complaint type event reported for units within the same lot. Claim# (B)(4).